Event description:
A vns pt came into clinic and it was noted that they were not at their intended settings: 0/20/500/30/6/0/500/60 the last interrogation was (B) (6)2010 and during that office visit an interrupted system test occurred. The pt left the office at unintended therapy. During this time the pt has been having an increase in seizures and unk if above or below their prevns baseline rate. Good faith attempts are underway.

Manufacturer narrative:
Analysis of programming history confirmed event.